Event description:
A patient reported that their physician stated "some of the other patients that he received from another physician did not have their catheters hooked up either." It was not reported how many other patients experienced this issue. No symptoms were reported, and no outcomes were provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath. Product type: catheter. (B)(4).

Event description:
The healthcare provider later reported that he did not know why the patient would say that, and stated that ¿he could not substantiate that claim and had no further information to provide¿.